Event description:
According to the distributor's report, the device was used to close a laceration. During application, some of the adhesive dripped into the pt's eye and sealed it shut. The physician called the emergency response nurse. He was instructed to apply ophthalmic ointment and patch the eye for twenty-four hrs. No further info is reported.